Event description:
Reference number (b)(4.). Event occurred in the united states it was reported that the patient faced 5 bent cannulas which led to high blood glucose level (400 mg/dl). They tried to treat it with bolus via pump after changing the infusion set. Therefore, on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. The patient's highest blood glucose level was 400 mg/dl. During hospitalization, the patient received fluids of saline (unknown), insulin, intravenously as corrective treatment which resolved the issue. The patient was released on (B)(6) 2024. Company do not see bent/kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(4) - device 3 of 5.